Event description:
The sales rep received a phone call from the surgeon on (B)(6) 2013 about a scorpio knee retrieval from a revision knee he performed on (B)(6) 2013 he was concerned that the previous physician dictated a triathlon knee but implant didn't match on thursday after meeting with him to look at pre-op and post-op x-rays and implants he retrieved his concern was about osteolysis and extreme wear/yellowing of poly insert.

Manufacturer narrative:
An event regarding wear involving a scorpio total knee ps tibial bearing insert was reported. The event was not confirmed. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened

Event description:
The sales rep received a phone call from the surgeon on (B)(6) 2013 about a scorpio knee retrieval from a revision knee he performed on (B)(6) 2013, he was concerned that the previous physician dictated a triathlon knee but implant didn't match on thursday after meeting with him to look at pre-op and post-op x-rays and implants he retrieved his concern was about osteolysis and extreme wear/yellowing of poly insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.